Event description:
During preparation for a pulsed field ablation (pfa) procedure, a farawave catheter selected for use. During the farawave table prep, the side port of the catheter was noted to be cracked and leaking. The procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not yet able to be obtained.

Event description:
During preparation for a pulsed field ablation (pfa) procedure, a farawave catheter selected for use. During the farawave table prep, the side port of the catheter was noted to be cracked and leaking. The procedure was completed successfully without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully with no unusual resistance noted. A flow test was performed through the irrigation port. During irrigation, a leak was observed in the luer of the catheter. Dissection of the catheter revealed that the flush tubing was broken from the luer. With the help of an ultraviolet (uv) light, microscopic inspection of the device noted separation between the flush tubing and the luer. The reported event was confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not yet able to be obtained.